Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Can you identify the product code of the ¿size 1 pds loop suture¿? 2. What was the name of the procedure on feb 16? 3. How was the suture placed, interrupted or continuous? 4. What was the first post op visit to surgeon after surgery in february? 5. Was any culture taken of the drainage? 6. What were the results of the culture? 7. Do you have any photos of the wound for review? 8. Has any medical treatment been provided for the symptoms? If yes, please describe. 9. What is the surgeon opinion of the contributing factors to the patient symptoms? 10. What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and suture was used on the fascia. The patient returned on (B)(6) 2017 with chronic clear, non-purulent drainage from the wound and the incision appeared red and raw near the umbilicus and it looked like it had blistered. CT scan was done on (B)(6) 2017, which showed inflammation and fluid collection at the suture line of the fascia where the suture was placed. It is unknown if any medical treatment was prescribed. It was reported no surgical treatment has been necessary. The patient is still experiencing the symptoms. Additional information has been requested.